Event description:
Information was received from a consumer via a company representative regarding a patient receiving baclofen dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity and post spinal cord injury. The patient was referred over from (B)(4) because his baclofen pump was alarming. The low reservoir alarm was confirmed from interrogating pump. The patient reported that pump had been alarming since (B)(6) 2016. The patient had just moved from (B)(6) within a few days of reported event. The patient stated having slight withdrawal symptoms. The patient did not currently have a managing physician for their pump. After further discussion and evaluation, the physician suggested having the pump replaced due to its inactivity and running the possibility of it not functioning properly. The patient refused to have pump replaced and was discharged with oral medicine. The issue was not resolved at the time of the report. On (B)(6) 2016, the patient reported that their itb pump has been empty since (B)(6) 2016 and was dual alarming. The patient was taking oral baclofen. The patient was being seen at the (B)(6) and they were not able to assist the patient in getting refilled before the patient moved. The patient went to the (B)(6) medical center e.r. Where the physician there wanted the patient to get the pump replaced because it was empty. The patient was to see the healthcare provider tomorrow at the (B)(6) which is the same doctor the patient saw at the (B)(6) medical center e.r. The patient stated that he saw another option on the website who could refill the patient today but the cost would be (B)(4) and the patient didn¿t have insurance or the money to do this. The patient used to pay the copay before of (B)(6) in the past. The patient stated that the healthcare provider told the patient that he should be experiencing baclofen withdrawal but the patient claimed they hadn¿t been experiencing any symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.